Event description:
Could not retract jacket past halfway point of graft. Attempts to complete retraction of the jacket ended when the jacket split. The surgeon decided to convert the pt to standard open repair. An open surgical procedure was performed and pt did well.